Event description:
It was reported that patient experienced hyperglycemia issue event on (B)(6) 2026 due to infusion set occlusion issue and high blood glucose and treated with manual injections and intravenous in hospital and symptoms include dehydration, dizziness, stomach sickness.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.